Event description:
It was reported during the trial procedure invalid impedances were observed. A new lead was used to complete the procedure. The procedure was extended 15 minutes.

Manufacturer narrative:
Evaluation results: the complaint for "invalid impedance" could not be confirmed. The lead was returned in good condition without any visible anomalies. The lead passed all functional tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.